Manufacturer narrative:
Collecting of the information is ongoing. Additional information will be provided upon investigation conclusion.

Manufacturer narrative:
Arjo was notified about an event where a disposable repositioning sling was involved. It was reported that a family member visited the patient and have tripped and fell over the sling loops that was hanging on the floor. The customer did not report any injury. No report of damaged or ripped sling was received. The disposable repositioning sling is a product intended for assisted lateral repositioning and/or lateral transfer of patients/residents with limited ability to move. The product instruction for use (IFU 04.sq.00-int1) states: ¿the disposable repositioning sling shall only be used by appropriate trained caregivers with adequate knowledge of the care environment, and in accordance with the instructions outlined in the instruction for use (IFU)." The document (IFU) outlines steps that are needed in order to use the sling for patient repositioning or transferring. At the end of those steps, the document guides how to remove the sling. The investigation revealed that a new strap material is causing that the loop creates a wider opening when a strap is hanging and touching the floor. This may lead to a potential tripping hazard. Additionally, during the material change implementation, tripping hazard was not considered as a harm. To conclude, the arjo sling was used by the patient when the event occurred, and from that perspective it played a role in the event. But it did not fail its technical specification. We decided to report this complaint to the competent authorities due to the indication that family member tripped over the sling loop and fell.

Manufacturer narrative:
Additional information will be provided upon investigation conclusion.

Event description:
It was reported that family member foot got tangled up in the sling strap and fell.